Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device still showed that it was initializing. It was noted that the patient's device did not have an atrial lead due to the patient being in chronic atrial fibrillation and the device did not complete implant detect. The device remains in use and programming to complete implant detect was provided. No patient complications have been reported as a result of this event.